Event description:
It was reported that: towards the end of an open heart procedure, while the device was in automatic ventilation with the tidal volume set to deliver 700 cmh2o, the user observed a reading of 100 cmh2o. The user switched to manual ventilation but could only achieve a tidal volume of 100 cmh2o. The user switched to an alternate ventilation device until a replacement machine could be made available to complete the case. No patient injury.